Event description:
It was reported that, one day following implant, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).